Event description:
A malfunction was reported with a code malf 0, but there were no notable events prior to the malfunction, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, which was successful as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose.